Event description:
It was reported that the measured battery data was 2.51 v, 7 ua, 29.2 kohms with a magnet rate of 86.3 ppm. A device image showed that the battery impedances of 1-2 kohms and the battery voltage of 2.75 v had been steady for months. In 2007, the measured battery data was 2.55 v, 15 ua, 2.2 kohms with an estimated remaining longevity of 2-2.5 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.